Event description:
On 1/12/99, the pt was declared "brain-dead" 2 hours prior to the incident and was placed on do not resuscitate status, however, the pt was still on full life support. Pt's vital signs were stable 15 minutes prior to incident. At approx 14:00 (incident time), the cardiac monitor alarmed. Heart rate had decreased to 20-40 range and was in idioventricular rhythm. Oxygen saturations were unreadable. Ventilator was alarming low minute volume, tidal volume was between 25-100 cc's, and was cycling short puffs with no chest rise (no high pressure alarm was noted.) Ventilator tubing was checked and intact, and connected to pt. While pt was being manually ventilated, a respiratory therapist trouble shot the machine and performed a tightness test. The high pressure was increased to 70 for the test and returned to previous setting of 40 after test was completed. System passed tightness test and pt was placed back on the ventilator. Ventilator once agian alarmed low minute volume, displayed a volume of 25-100 cc's, and gave short puffs with no chest rise. The pt continued to be manually ventilated and the pt went asystole and pronounced dead at 14:10.